Event description:
It was reported that the image displayed by the flex deflectable videoscope disappeared during angulation. This occurred during a therapeutic laparoscopic colon resection. The procedure was completed using another device, but it was extended by the time it took to replace the device. There was no report of patient harm.

Manufacturer narrative:
E1) establishment name: (B)(6) hospital. (Noting due to character limit). The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the insulation resistance value did not meet the standard value due to damage on the insertion pipe; the adhesive on the bending section cover was chipped; the bending angle in the up direction exceeded the standard value due to a dent on the bending tube; the bending section could not be fixed firmly due to damage on the forceps elevator lever; the video connector had a crack; the label on the light guide connector was peeled; and there were scratches on the bending section cover, and the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that no image during angulation occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have caused the malfunction. The inspection method for the suggested event is described as follows in the operation manual: ¿chapter 3 "preparation and inspection" section 3.8 "inspection of the endoscopic system¿ ¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.